Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient entered bg meter values into the cgm system during periods of signal loss. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Calibration was performed while the error reading symbol displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.